Event description:
Customer reported discordant hemoglobin a1c (hba1c) results. A finger stick on the dca resulted in a hba1c pf 10.9% whereas a venipuncture reference lab hba1c result was 7.5%. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant hba1c result is unknown.